Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700360 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were hanging on jaw. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent and a clip is stuck in it. The returned sample appears used as there is biological material present on the device. There was a piece of tape near the distal end of the outer tube. Reference file (B)(4) for investigation photos. First, the clip that was stuck in the rotation tab was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The next clip was unable to properly load into the jaws of the device. This was repeated multiple times with the same results. None of the remaining clips were able to properly load. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the ratchet ears were severely bent out of place and the ratchet on both sides of the body were also bent. It was also found that the jaw legs on the bottom jaw were slightly bent. The damages found to the device other remarks: could all contribute to the clips being unable to properly load into the jaws. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stay at the end of the jaw" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab with a clip stuck in it, bent ratchets and ratchet ears, and bent jaw legs on the bottom jaw. All of the observed damages could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. The device was received with 6 clips remaining indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that none of the remaining clips were able to properly load into the jaws of the device. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips were hanging on jaw. There was no patient injury.